Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal was missing, scratches and cracks found on lcd lens screen. The customer stated problem was confirmed. At least one of three delivery accuracy tests performed was over delivering / outside of the manufacturing specifications. The pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device was over infusing. No patient injury was reported.